Event description:
The patient has a boston scientific implantable defibrillator which was implanted 2 years ago. In follow-up, we discovered electrical noise coming from the shocking lead. The technical services staff at bsc stated this has been seen from pectoral muscle stimulation oversensed by this part of the lead, possibly unique to the bsc teligen defibrillator. The md did a noninvasive ep study. There appears to be no problem with the device malfunctioning so no reoperation is necessary. The company was notified and copied as well. ====================== health professional's impression======================we are aware of report from company regarding this issue. We are reporting just as information for now.